Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: n/a. H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9337152, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a 24 gauge insyte autoguard package. We were able to verify the reported lot but since the actual device wasn't visible the engineer could not verify the reported defect. Since no defect was observed a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke off in the patient during an IV insertion. The patient was transferred to a different medical facility to be treated. The following information was provided by the initial reporter: we have a insyte autoguard needle (item 382512) that I guess broke off during an IV insertion. This incident happened at one hospital but the nurse transported it to our medical center facility. What is the date the incident occurred? (B)(6) 2020. Was there serious injury?not to my knowledge. Did the course of treatment change? Yes. Was there exposure to blood/bodily fluid? Not to my knowledge. Was there medical interventions? Another catheter was needed. Were there any other actions taken? Reported to clinical ops director.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle broke off in the patient during an IV insertion. The patient was transferred to a different medical facility to be treated. The following information was provided by the initial reporter: we have a insyte autoguard needle (item 382512) that I guess broke off during an IV insertion. This incident happened at one hospital but the nurse transported it to our medical center facility. What is the date the incident occurred? 6/24/2020. Was there serious injury? Not to my knowledge. Did the course of treatment change? Yes. Was there exposure to blood/bodily fluid? Not to my knowledge. Was there medical interventions? Another catheter was needed. Were there any other actions taken? Reported to clinical ops director.